Manufacturer narrative:
Additional information received indicating, the iol was dislocated due to asymmetric capsular reaction and contraction between the two haptics. The patient noticed a decrease in vision as a myopic shift and variable refractions, nine months post implant. Device causality is revised to unrelated as the capsule contraction and zonular loss caused lens dislocation/vault. This event is no longer considered a reportable event.

Manufacturer narrative:
The device was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use were reviewed and considered acceptable. Final visual acuity was not determined. Additional information was requested but not received. Based on the available information, the root cause of this event could not be conclusively determined. On (B)(6) 2021, bausch + lomb received an email from cdrh/food and drug administration notifying the company that the report initially submitted on (B)(6) 2021 failed in the emdr system with an error due to the presence of the ¿}¿ character as part of the c-code value. There was no ack3 error message which notifies the company that the submission was rejected due to the character. The special character (¿}¿) has been removed and this report is being resubmitted.

Event description:
A consumer reported of blurry vision post cataract surgery on the left eye. Nine months, post-op, vision was reportedly worse. Yag was performed which helped but distance vision became more blurry. Near vision was at 10". Daily activities such as driving, watching tv, using computer and reading had been disrupted.physician did not diagnose anything and recommended a piggy back iol. Patient was on his second eyeglass prescription with blurry vision. Lens was removed a year post original implant by a second physician and replaced with a different model lens and same diopter. Final visual acuity has not been determined as the surgery took over two hours and healing is still progressing. Additional information has been requested but not received.